Event description:
Fire dept personnel were treating a pt experiencing chest pain. The device was connected to the pt and a the operators attempted to obtain a 12 lead ECG from the pt and allegedly the device displayed leads off and would not complete the 12 lead acquisition. The operators obtained a back up device and continued monitoring the pt however, they were unable to obtain a 12 lead from the pt. The rptr is alleging that the inability to obtain the 12 lead info possibly delayed the prescribing of drug therapy. The pt's outcome is not known at this time.